Event description:
A customer reported an issue where the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The issue occurred the previous day, and the customer resolved it by loading a new cartridge. No additional information was received regarding the outcome of the event.